Event description:
Patient reported that the alert notification readings were discrepant with the actual reading when he opens the application to check it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.